Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. A lot history record review was completed for lots 3000504808, 3000506282, and 3000506991 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000504808- there was an ncmr for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. (B)(6) 2025. For lots # 3000506282, and 3000506991. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone completely detached from the jaw. At the end of the harvest, the harvester noticed that the silicone was missing from a jaw and went in to look for it in the leg. The surgeon found it by the incision and removed it. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. There were no intervention or blood transfusion needed. The silicone was retrieved manually. No patient harm. No added time. The surgeon finished case using the defective kit.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.